Manufacturer narrative:
Product event summary: the waist pack with unknown serial number was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed torn seams on the controller pocket of the waist pack. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to the wear and/or due to the improper handling of the pack. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient waist pack was returned to the manufacturer due to damage. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.